Event description:
The patient reported experiencing elevated blood glucose of 300 mg/dl due to air bubbles in his insulin cartridge. He stated that he had been bolusing to lower his blood glucose which remained elevated. His normal blood glucose is in the low 100 mg/dl range. The patient was assisted with priming the air out of the insulin cartridge and infusion tubing. Upon follow up the patient stated that his blood glucose has been "fine". The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.